Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels of 300-400 mg/dl. The customer stated that the cause of the high bg levels were due to steroids. The customer administered manual injections to address bg levels. Tandem technical support instructed the customer to consult with their healthcare provider regarding high blood glucose factors.